Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h10.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA would not detach from the pen during use. The following was reported by the initial reporter: "it was reported that the consumer can not remove the pen needle from the tresiba pen. Verbatim: from phone call on 2021-03-31 17:43:53: consumer stated, issue was resolved. Not interested in pursuing complaint. No samples will be coming in and no replacement going out. Cl spouse reported, the patient end of needle is stuck in "tresiba" pen.stated, cannot remove needle from tresiba penstated, she is not able to attach a new pen needle to medicationstated, she is using a second brand pen needle and is not sure which product is stuck on tresiba penlot: 0260316catalog: 320122 date of event: unknownsamples: yes advised to reach out to manufacturer of medication and pharmacist. Cl".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA would not detach from the pen during use. The following was reported by the initial reporter: "it was reported that the consumer can not remove the pen needle from the tresiba pen. Verbatim: from phone call on (B)(6) 2021 17:43:53: consumer stated, issue was resolved. Not interested in pursuing complaint. No samples will be coming in and no replacement going out. Cl. Spouse reported, the patient end of needle is stuck in "tresiba" pen. Stated, cannot remove needle from tresiba penstated, she is not able to attach a new pen needle to medication stated, she is using a second brand pen needle and is not sure which product is stuck on tresiba penlot: 0260316 catalog: 320122, date of event: unknown samples: yes advised to reach out to manufacturer of medication and pharmacist. Cl"